Event description:
It was reported that the permanent cautery hook instrument was not functioning properly. The instrument was removed and replaced with a backup. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 5.35 mm x 7.10 mm in size. Clevis shows/does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional observation not reported by site: distal clevis was observed to have a detached fragment. The broken piece was not returned, measuring roughly 5.35 mm x 7.10 mm in size. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.